Manufacturer narrative:
Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for cluster headache. It was reported that there was unstable telemetry and pain. For the last week cannot communicate anymore with the ins, meaning that the patient cannot adjust the stimulation when the headache was arriving. Once at the hospital, the manufacturer representative could establish the communication with the battery using the tablet, but they had some difficulties using the clinician programmer. They tried to use different patient programmers and rechargers, with or without the antenna and also new alkaline batteries. No communication could be stably established between the patient programmer and the battery. The patient programmer was showing the poor communication screen. From the x-ray of the battery, it was confirmed that the battery was not flipped, was relatively superficial under the skin, and had no loop from the extension between the ins and skin. The implant depth was shallow enough for the ins to be palpated to ensure the patient programmer was directly over it. The battery voltage was at 2990 mv. Patient did not gain weight, did not have any falls/accidents, and did not have any high-energy diagnostics. Review of the device logs did not show anything that would be a telemetry issue and no fast discharge. The battery was reset a few times with the recharger to perform a physician mode recharge but with no result. The ins was faulty. The ins will be replaced. The patient was alive with no injury.

Manufacturer narrative:
H6: device analysis for ins nma742257h revealed the device passed functional testing. There were insignificant anomalies. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the ins was replaced in the week of (B)(6) 2021. The patient was happy as the problem was solved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.